Event description:
A caller reported experiencing a cgm error, specifically error 42, with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The technical support provided assistance by guiding the caller through a complete pump reset process, after which the cgm error code did not reappear, allowing the caller to successfully begin their sensor session.